Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Battery voltage was below pre-implant threshold, at 2.9276 volts. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a grey bar displayed on the interrogation preventing device use. The device was not cold nor had it been interrogated prior to that day. The device was not used. There was no patient involvement.